Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events and other unspecified injuries on or about (B)(6) 2012 and (B)(6) 2012. The plaintiff's attorney alleged that the decedent subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular and injuries) of two events reported for the same patient involving two separate products.